Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via telephone call that during the priming, the insulin pump alarmed for a compromised force sensor system. The blood glucose reading was 327 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had also alarmed for a reset error. The customer was treated with a manual injection. The caller was advised to monitor the insulin pump.